Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The target lesion was located in the right coronary artery (rca). The guidezilla was inserted through a 7f guide catheter. A stent was placed successfully though the guidezilla. Upon withdraw the physician noted significant resistance removing the guidezilla away from guiding catheter and coronary. He was able to withdraw the device with heavy force but upon removal it was noted that the proximal hypo tube was broken and separated from distal catheter shaft. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).